Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/05/2012, the reporter contacted animas alleging that the keypad buttons were not responding to button presses appropriately. She stated that the up arrow, down arrow and ok keypad buttons required several button presses and more force in order to elicit a response. The keypad was reportedly intact. The reporter noted that the keypad was worn in appearance and 'thinning;' the reporter expressed concerned that the key contacts under the rubber covering may be exposed soon due to wear and tear. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact without peeling or visible damage. Testing confirmed intermittent response of all the keypad buttons when pressed, all requiring multiple presses with increasing force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The audio bolus button was noted to have a hole in it and the internal plug was exposed. The audio bolus button did respond but was noted to be difficult to push.